Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles with the CPAP device's sound abatement foam. The manufacture received additional information alleging headaches and difficulty breathing. There was no allegation of serious or permanent harm or injury.